Manufacturer narrative:
On march 3, 2017, bayer received a cluster of essure complaint reports originating from the ansm, health authority of (B)(4), device vigilance database via legal proceedings. Following receipt, bayer consulted ansm in order to obtain the relevant casereference number information. On march 24, 2017, ansm provided the available corresponding case reference numbers to bayer. Upon receipt of this information bayer evaluated and processed the cluster of essure reports within the global safety database by april 12, 2017.

Event description:
This spontaneous case was reported by an other health professional and describes the occurrence of device deployment issue ("placement of insert with no problem, however, the black band did not retract, spasm occurred and therefore stretching with no release"), fallopian tube spasm ("placement of insert with no problem, however the black band did not retract, spasm occurred and therefore stretching with no release") and complication of device insertion ("complication of device insertion") in a female patient who had essure (batch no. 886667) inserted. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced device deployment issue, fallopian tube spasm and complication of device insertion. At the time of the report, the device deployment issue, fallopian tube spasm and complication of device insertion outcome was unknown. The reporter considered complication of device insertion, device deployment issue and fallopian tube spasm to be related to essure. The reporter commented: defective material discarded and other material used. Company causality comment: this spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure placement of insert with no problem, however the black band did not retract, spasm occurred and therefore stretching with no release. These events are anticipated in the reference safety information for essure. In the present case the events occurred during essure insertion procedure, therefore causality with essure cannot be excluded. Although there was no reported death or serious health deterioration, this might have occurred under less fortunate circumstances and therefore case was regarded as a reportable incident. A product technical analysis and further information are expected.

Manufacturer narrative:
This spontaneous case was reported by an other health professional and describes the occurrence of device deployment issue ("placement of insert with no problem, however the black band did not retract, spasm occurred and therefore stretching with no release"), fallopian tube spasm ("placement of insert with no problem, however the black band did not retract, spasm occurred and therefore stretching with no release") and complication of device insertion ("complication of device insertion") in a female patient who had essure (batch no. 886667) inserted. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced device deployment issue, fallopian tube spasm and complication of device insertion. At the time of the report, the device deployment issue, fallopian tube spasm and complication of device insertion outcome was unknown. The reporter considered complication of device insertion, device deployment issue and fallopian tube spasm to be related to essure. The reporter commented: defective material discarded and other material used. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: device deployment issue. The analysis in the global safety database revealed 284 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2017: quality-safety evaluation of ptc. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by an other health professional and describes the occurrence of device deployment issue ("placement of insert with no problem, however the black band did not retract, spasm occurred and therefore stretching with no release"), fallopian tube spasm ("placement of insert with no problem, however the black band did not retract, spasm occurred and therefore stretching with no release") and complication of device insertion ("complication of device insertion") in a female patient who had essure (batch no. 886667) inserted. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced device deployment issue, fallopian tube spasm and complication of device insertion. At the time of the report, the device deployment issue, fallopian tube spasm and complication of device insertion outcome was unknown. The reporter considered complication of device insertion, device deployment issue and fallopian tube spasm to be related to essure. The reporter commented: defective material discarded and other material used. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 05-jun-2017 for the following meddra preferred term: device deployment issue-analysis in the global safety database 284 revealed cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 1-jun-2017: correction: no further information was obtained despite fup attempts. Final report ticked. Company causality comment: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.